Manufacturer narrative:
Additional info has been requested. MFR and 510k cannot be determined without a part number. Device was not returned and part/lot numbers were not provided, the device history record cannot be reviewed. No conclusion can be drawn.

Event description:
Pt experienced a left wrist fracture and had a volar distal radius plate and screws implanted in (B)(6) 2008. Pt reports she began to have difficulty moving her index finger. Pt went to a different doctor who stated one screw was too long. Hardware was removed in (B)(6) 2011 and a tendon repair was performed.